Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a failure occurred in the communication function due to faulty cable, resulting in no image. The cause of the faulty cable could not be identified. We determined that the phenomena might be prevented by following these descriptions found in the instruction manual which states: ¿to prevent damage, do not coil the camera cable of the camera head with a diameter less than 20 cm.¿ ¿be careful not to twist the cable while coiling the camera cable of the camera head. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed, and was due to faulty cable. Additional findings were: found a kink/twisted cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that when the hd camera head was plugged in there was no picture. The reported issue was found during preparation for use. There were no reports of patient harm or impact associated with the event.